Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter timer not advancing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter timer not advancing. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.